Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm. The date of the event is an approximation. From approximately (B)(6) 2025 through (B)(6) 2025, the estimated glucose value (egv) remained around 250 mg/dl for more than 36 hours. There was no report as to whether the patient experienced symptoms or self-treated the elevated egv during this time. On (B)(6) 2025, the omnipod 5 pump issued repeated signal loss alerts. As a result of the signal loss, the pump transitioned to open-loop mode. The patient reported feeling dehydrated and performed a blood glucose check at home, which was also approximately 250 mg/dl. There was no report indicating whether the patient self-treated the symptomatic hyperglycemia. Due to persistent hyperglycemia, the patient contacted emergency services. Paramedics arrived at approximately 1:30 a.m., and the patient was administered intravenous fluids with electrolytes. Upon arrival at the hospital, a urine test and blood glucose measurement were performed; however, the patient could not recall the blood glucose value. The patient reported that her hyperglycemia improved after approximately one hour, though she could not recall the specific value. She remained in the hospital for approximately four hours and was discharged. At the time of the report, the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.